Event description:
Information from ae regulatory system: when injecting insulin, the needle is found to be clogged and cannot be used. Ae report no. (B)(4). Call center didn't contact with customer successfully, and was not able to acquire the information reported in the ae regulatory system, material code in system: 329490. If there's any updates, it will be update by email. Sample availability: unknown. Sample availability details: unknown.